Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/06/2015. The fse noted a clenz reagent leak at pinch valve pv37. The fluid leaked onto the peltier module causing errors. He replaced all tubing through pv37. No further leaking was observed. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported that there was a contained fluid leak of approximately 10ml from a coulter hmx hematology analyzer with autoloader. There were ambient lyse temperature errors reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.